Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there is foreign material like dirt in the forceps elevator. Other observations for the device are: adhesive on distal end rubber coating (a-rubber) is detached; switch box has a dent; due to wear of angle wire, bending angle in down/left/right (d/l/r) direction does not meet the standard value; and due to wear of angle wire, the play of up/d and l/r knob is out of the standard value. The user¿s complaint of low angulation was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for annual inspection and repair of low angulation issue of the device. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there is foreign material like dirt in the forceps elevator. This medwatch is being submitted for the issue of foreign material like dirt found in the forceps elevator during device evaluation.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.foreign material found in the device could not be identified. Since the customer returned the device for annual inspection without any malfunction reported nor any procedure planned for the device, there is no record of reprocessing information available from the customer. Customer is trained on reprocessing as per the instructions for use (IFU) by olympus field service and is generally following the reprocessing steps, there is the possibility that the customer did not perform the reprocessing correctly before returning the device. Reprocessing at the facility is performed manually as the facility does not have an automatic endoscopy reprocessor. The device is generally dried after reprocessing and stored in a closed cabinet.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found adhered to the forceps elevator, however, the specific material could not be identified and the cause could not be specified. The following information from the instructions for use (IFU) pertains to this event. The reprocessing manual states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.